Event description:
The pt had two leads with the same lot number. It was reported the pt was not receiving effective stimulation. The pt underwent revision surgery on (B)(6) 2010 where on lead was replaced with a new one.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.